Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was not damaged during the procedure. The lead was replaced due to impedances greater than 4,000 ohms. The patient had greater than fifty percent symptom reduction. They were doing well and receiving effective therapy.

Event description:
It was reported the patient was having a lead revision on the date of the report because the lead was implanted in the wrong foramen. The lead was removed and per manufacturer¿s device registry was replaced with a new one. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v549289, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension. (B)(4).